Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15654. It was reported that when the patient presented in clinic for a follow up, noise was observed on the right ventricular (rv) lead. Fluctuations in low voltage lead impedance was also noted on the rv lead. Chest x-ray revealed insulation degradation of the rv and right atrial (ra) lead near the clavicle. Leads extraction was mentioned. The patient¿s condition was stable.